Event description:
On (B)(6) 2012 the reporter, the patient¿s mother, contacted animas to report the pump would not power on. The reporter noted there had been no trauma to the pump, the battery cap was secure and tight, the battery had been replaced and there was no corrosion or damage seen to the battery compartment. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. On examination, there was a crack going through the center of the display screen. On testing, the pump powered on normally with normal auditory and vibratory functionality. The display remained blank and did not display the verify screen. The pump was opened for investigation and the display was confirmed to be cracked. Functionality testing was able to be completed with a replacement test screen in place. The pump was exercised for 24 hours without power issues or alarms.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.